Event description:
It was reported that during the device changeout, the left ventricular lead was tested through the analyzer and exhibited high impedance, high thresholds and intermittent pacing. The lead also had a possible fracture. The polarity was changed, but no change in the measurements. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.